Event description:
It was reported that during set up at the user facility the angle nut was found to have come off the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During device evaluation, the reported event of the tip/angle nut coming off was confirmed. The angle nut was missing when returned due to being removed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip.

Manufacturer narrative:
After thorough evaluation of this issue, it was determined that a disassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported that during set up at the user facility, the angle nut was found to have come off the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.